Event description:
It was reported that the catheter was unable to pass through the extension tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to insert the catheter through the connector was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong connector. The sample was received assembled without the catheter. Following longitudinal bisection of the distal connector segment, microscopic inspection revealed clear material partially occluding the bore distal of the compression sleeve. The material appeared consistent with the silicone used to mold the strain-relief sleeve. The clear material would have prevented passage of the catheter during attempted assembly. The material appeared to have been deposited during device manufacture. Photographs have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2057 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was unable to pass through the extension tubing. No other information was provided.